Event description:
Same patient as 2183959-2010-00449. Patient had an ams acticon neosphincter device implanted 10 years ago (date unknown). On (B)(6) 2010, there was a revision surgery for the pump and balloon associated with the device due to fluid loss. The cuff remained implanted.

Manufacturer narrative:
Unable to confirm if the event is related to a device malfunction, device has not been returned for analysis. Should additional information becomes available regarding this revision surgery, it will be re-evaluated and a follow-up report will be sent.